Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unexpected shutdown issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Subsequently, it was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from approximately 100 mg/dl to 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.